Event description:
Event description cpi received information that the magnet rate of this implantable pulse generator (ipg), measured during a routine follow-up exam, indicated that the ipg may be depleting more rapidly than expected.